Event description:
The customer reported that "thread is detaching from the sponge during procedure". We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury root cause description: all pull tests (which ensure proper bond between the string and patties) were reviewed and found to be within acceptable limits. Returned product was pull tested and recorded. Returned product was observed to have data points of 3.01, 3.04, 3.2, and 3.01 (lbs) which is above specification. Therefore, root cause could not be determined. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.